Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip and steerable guide catheter referenced in b5 will be filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. First, a xtw (lot:40715r1066) was implanted successfully anterior/posterior reducing mr to grade 3. A second clip xtw (lot: 40305r1083) was then chosen for implant. During grasping attempts, the clip became caught in the anterior chordae. After several attempts to get free, the clip was removed from chordae but a chordal rupture was observed. The clip was then placed lateral to the first clip. The physician then forgot to fasten the delivery catheter handle properly, so after the lock line was removed the delivery catheter was accidently advanced causing the clip to detach from the anterior leaflet. Since the lock line was removed, the clip was deployed only attached to the posterior leaflet. A third xtw lot: 40807r1103) was then placed to stabilize the second clip and chordal rupture. The procedure ended with mr reduced to grade 2-3. There was no reported clinically significant delay. After removal of the steerable guide catheter, a significant right to left shunt was observed via the transseptal puncture site. The patient's oxygen saturation decreased due to the shunting so it was decided to close the atrial septal defect (asd) with a 10mm amplatzer septal occluder (lot: 8662294). The occluder was inserted into a 8f amplatzer trevisio 45/80 delivery sheath and advanced to the defect. While opening the first disc of the occluder, a cobra deformation was observed. The occluder was retracted and deployment attempted again, but the deformation occurred again. The occluder was removed and a replacement 10mm amplatzer septal occluder (lot: 8662294) was placed successfully. There were no patient consequences or clinically significant delay. The patient was reported to be stable.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.